Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead impedance decreased and was low. The unipolar impedance was greater than the bipolar impedance. It was noted there were ventricular high rate episodes consistent with noise and over sensing. Replacement of the lead will be discussed by the physician. No patient complications were reported as a result of this event.